Event description:
Pt was on bed during am skincare and bed bath. Pt noted to have 3 pressure points at thoracic area when trap door of bed opened. Determined that pressure points resulted from vibrator plate of bed. Thoracic plate vibrator removed and thoracic pillow replaced on bed. Thoracic skin continued to be assessed. Skin improved after plate removed. According to MFR: remedial action has occurred. The vibrating pack usually has a foam surface plus a gel pad over it. If this is deleted it results in a firm surface over the two pieces that vibrate. This can lead to breakdown by itself due to the location and the intensity of pressure. All persons have been inserviced regarding this issue and it should not occur gain. Furthermore, since the cpt option on the bed is primarily geared toward severely compromised pulmonary pts, this option is available only on the bed going into the ICU setting unless requested.